Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned device confirmed the reported clinical observation as the analysis identified a connector fracture. There was no abnormality identified on the fiber body. Microscopic inspection of the fiber tip indicated it was degraded. Laser fibers are consumable devices and expected to degrade with use. Analysis identified there was an internal connector fracture and there were burn marks on the connector face. The connector lens appeared damaged. The aiming beam was bright and round. The following message was displayed: treatment used: 0 treatment left: 10. The observed condition of the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. The review completed on the device history review (DHR) for this device confirmed that it met specification prior to release. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that post procedure, during the inspection, it was found that the outer circumference of the lens surface at the connection between the fiber and the device fractured. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that post procedure, during the inspection, it was found that the outer circumference of the lens surface at the connection between the fiber and the device fractured. The procedure was completed using another fiber. The patient was stable following procedure.